Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02, and determined the root cause to be a faulty pump head module. No repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4).